Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer knew that bg level had been lowering. However, they were preoccupied and did not immediately address bg level. The customer consumed honey. To address bg level.

Manufacturer narrative:
Brand name, common device name.